Manufacturer narrative:
Citation: navani r.; et al. Relation of preprocedure platelet-to-lymphocyte ratio and major adverse cardiovascular events following transcatheter aortic valve implantation for aortic stenosis. Am. J. Cardiol., 2022 jan 15; 163:65-70. Doi: 10.1016/j.amjcard.2021.1 0.008. Pmid: 34776120. Epub 2021 nov 11. Earliest date of publication used for date of event. Medtronic products referenced: corevalve, evolut r (PMA# p130021, product code: npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the utility of an inflammatory biomarker in predicting major adverse cardiovascular events (mace) after transcatheter aortic valve replacement (tavr). All data were collected from a single australian center between august 2008 and january 2019. The study population included 470 patients who were predominantly male with a mean age of 84 years. Multiple manufacturer¿s devices were implanted in the study population, divided between self-expanding and balloon-expandable valves; among the self-expanding valve cohort were patients implanted with a medtronic corevalve or evolut r bioprosthesis. No unique device identifier numbers were provided. In the study, all adverse events measured were clustered into the category of post-tavr mace, which included cases of death, acute m yocardial infarction, and disabling/non-disabling stroke within 30 days of the procedure. It was noted that 12 patients experienced a mace. No further details were provided on whether deaths or any adverse events occurred. There was no statement of causal or cont ributory relationship between medtronic product and any deaths that may have occurred, therefore based on the available information, medtronic product was not associated with the deaths. No additional adverse patient effects or product performance issues were reported.